Manufacturer narrative:
Article website: http://journals.lww.com/neurosurgery/abstract/publishahead/the_use_of_the_pipeline_embolization_device_in_the.97638.aspx. The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Other serious adverse events from this article were reported in MDR# 2029214-2015-00872 and MDR# 2029214-2015-00873.

Event description:
Medtronic (covidien) received information from literature review that one patient suffered a basal ganglia intracerebral hemorrhage with long term morbidity. The patient had a recurrence of a giant (25 mm)cerebral aneurysm that was treated previously with 2 coiling procedures. The patient had a successful complete aneurysm occlusion on her latest follow-up angiogram after ped placement and had mrs score of 4 on 1-year follow-up. This was the only patient with poor clinical outcome on follow-up. Intracerebral hemorrhage is a well-known complication of ped treatment. The giant aneurysm size in this patient was an additional factor to consider in her poor clinical outcome. The authors' goals was to assess the efficacy and safety of the pipeline embolization device (ped) in the treatment of recurrent previously coiled aneurysms. Thirty-three patients who underwent treatment with the ped of a recurrent previously coiled aneurysm were retrospectively identified. All patients, including those with incomplete aneurysm occlusion, had a significant reduction in aneurysm size. Two aneurysms required another retreatment after ped placement (MDR# 2029214-2015-00872 and 2029214-2015-00873). Ninety-seven percent of patients had a good clinical outcome. Complications were observed in 1 patient (3%), who suffered an intracerebral hemorrhage (MDR #2029214-2015-00874). There were no mortalities. Citation: daou b, starke rm, chalouhi n,et al. The use of the pipeline embolization device in the management of recurrent previously coiled cerebral aneurysms. Neurosurgery. 2015 jul 15